Event description:
It was reported that patient underwent total left hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to an MRI scan showing a metal reaction with elevated metal ion levels. The head and cup were replaced and it was noted that the cup was not well fixed.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation of the joint and edge wear. However, the root cause of the event could not be determined.

Event description:
It was reported that patient enrolled in a clinical study underwent total left hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to an MRI scan showing a metal reaction with elevated metal ion levels. The head and cup were replaced and it was noted that the cup was not well fixed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The patient did not expired. The reported information was for another patient enrolled in the clinical study.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.